Event description:
It was reported that the patient underwent sinus augmentation (sinus lift) utilizing rhbmp-2/acs concurrent with dental implant placement. One day post-op, the patient presented with mild edema and oral pain. At 8 days post-op, the patient presented with mild erythema. No treatment was provided. The edema and erythema resolved within a month post-op, and the oral pain had resolved within 7 months.

Manufacturer narrative:
This complaint was reported to the johnson & johnson legal department. No further information is available at ths time. Should additional information become available, a supplemental medwatch report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
A patient alleges injury caused by a colonoscope disinfected with cidex opa. On (B)(6), 2005, the patient received a screening procedure for colo-rectal cancer using a type of flexible endoscope called a colonoscope (mfg: olympus model cf-160l) the scope was cleaned and sterilized after each use according to the mfg recommendations according to the doctor. Several weeks after the procedure the plaintiff developed pain in the area of his anus where the colonoscope had been inserted. The patient did not know the cause of his pain and self-treated with over the counter medications. The patient sought medical attention from a dermatologist on (B)(6), 2006 since the discomfort grew and spread rather than improving. The condition was diagnosed as a condyloma infection. The lesions were removed using nitrogen. (B)(6), 2007 the patient's symptoms recurred; at this time the perineum also contained numerous condyloma lesions. (B)(6), 2007 the condyloma lesions were surgically removed by a referred physician. The condyloma infection was determined to be caused by human papillomavirus (hpv), a type of virus that is a leading cause of cervical cancer, also know to cause cancers of the vulva, vagina, penis, and anus. The perianal tissue is also highly susceptible to hpv infections. The patient is alleging that the cidex was defective.

Manufacturer narrative:
.

Manufacturer narrative:
Brand name changed to cidex activated dialdehyde solution. Catalog number changed to 2250. Asp investigation summary: the investigation included a review of the complaint history trending, batch record review by product line, failure mode effects analysis and health hazard evaluation. Complaint history trending for cidex activated dialdehyde solution was performed for the problem code of "efficacy of product" did not reveal any other complaints. A similar review for the problem code "hr-other" revealed one other complaint within the past year which was unrelated; therefore, there is no trend. Batch record review of the cidex activated dialdehyde solution could not be performed as the lot number is unknown. The fmea (failure mode effects analysis) for cidex activated dialdehyde solution was reviewed for potential patient infections indicated all risk scores were below the threshold of 100. The hhe (health hazard evaluation) for cidex activated dialdehyde solution (2.4% glutaraldehyde) determined that the product has demonstrated efficacy against a broad spectrum of viruses, bacteria, fungi, and spores in order to be classified and approved by the FDA as a high level disinfectant. When used according to the instructions for use, cidex activated dialdehyde solution is effective as a high level disinfectant. To date, studies of the inactivation of hpv by cidex or by any other currently marketed disinfectant has not been extensively carried out because in vitro replication of hpv has not been achieved. There is no inherent difference between hpv and any other virus susceptible to glutaraldehyde. An article published by lou et al discusses how using polymerase chain reaction (pcr) technology they were able to demonstrate that 2% glutaraldehyde quickly destroys hpv dna. Therefore, based upon the limited data available, hpv can be killed by glutaraldehyde when the product is used according to the instructions for use. There is insufficient information regarding precleaning and disinfection practices carried out by the facility in which the alleged event occurred; therefore, use error has not been ruled out. The allegation made in this complaint cannot be confirmed.